Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was not provided, a manufacturing review could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy into a normal density tissue, only one tissue sample was able to be obtained and then the device allegedly self-activated outside of the patient's body. It was further reported that the procedure was completed with another device an no coaxial was used. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide self-activated during functional evaluation. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was missing and the right bumper was bent by the spring. Based on the finding that the top slide self-activated, the investigation is confirmed for the reported self-activation. The identified bumper issues likely contributed to the incomplete cannula tang engagement and the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy into a normal density tissue, only one tissue sample was able to be obtained and then the device allegedly self-activated outside of the patient's body. It was further reported that the procedure was completed with another device an no coaxial was used. There was no reported patient injury.